Event description:
It was reported that the patient presented to the ER with presyncope. Upon interrogation, the right atrial and the right ventricular leads exhibited no capture and no sensing due to dislodgements. Twiddler¿s syndrome was suspected. Both leads were repositioned. The patient was stable before, during, and after the procedure.